Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on one lead. Surgical intervention was undertaken on (B)(6) 2022, where the lead was explanted and replaced . Therapy was restored post op. The investigation was unable to determine which lead was effected.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4) batch: a000096986.